Event description:
Device 2 of 2. Reference MFR. Report #: 16274872013-23116. The patient has two leads (from the same lot) as part of his scs system. It was reported the patient's scs system was explanted on (B)(6) 2013, for unknown reasons.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.